Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 13-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs), multiple back operations, and spinal pain. It was reported that  the patient noticed their leads had moved in their spine about 6-8 months ago after their spine fused together. The patient contacted their manufacturer representative to reprogram their spinal cord stimulator because after the leads moved, the patient only had therapy on left side of the body. The patient had no therapeutic relief on the right side of their body. The patient used to have therapeutic relief on both sides of their body. The patient stated they thought the fused discs may have pinched a lead and the leads had definitely moved. The patient mentioned they were taken off all pain meds in preparation for an upcoming spinal surgery to un-fuse the discs in their back. Not being on pain meds had caused the patient  to turn intensity on their spinal cord stimulator (scs) up from 3 to 7. The patient was redirected to their healthcare provider to further address the issue.